Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient reported a large air bubble in her insulin cartridge causing a blood glucose of 402 mg/dl. Patient stated she changed her infusion set the day before, but not the cartridge. Patient reported she rewound the piston rod with the cartridge inside of the infusion device resulting in a large air bubble in the cartridge. She stated today she discovered her blood glucose was 402 mg/dl. Had patient disconnect the infusion tubing from the site and place the infusion device in stop mode. Assisted patient with priming until air bubbles were removed. Had her reconnect the tubing to her infusion set and place the infusion device in run mode. Patient reported she took an injection to correct her high blood glucose. Advised her to closely monitor her blood glucose to make sure it returns to its target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.